Event description:
Pt was scheduled for a generator replacement only. After the new lcd was connected to the old lead and placed in the pocket, the pt received an inappropriate shock. The device was removed and connections checked. The device was replaced in the pocket with it turned off. It was tested and demonstrated inappropriate "swelling" of small signals. The physician examined the lead and found a kink possibly having a micro fracture. They were unable to demonstarte a high impedance with the lead, but were concerned of a possible lead fracture and replaced the lead.